Event description:
It was reported that review of an interrogation showed the extravascular (ev) lead displayed oversensing of noise which was appropriately classified as such at time, however the oversensing noise in non-physiologic intervals resulted in false detection on non-sustained events. Oversensing was also noted on a treated episode without observed impact to overall device function or performance. The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.